Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the pressure transducer boards and expiratory cassette were checked and found normal. Afterwards the control printed circuit board was checked and replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported as the defective control printed circuit board may lead to high pressure or stop of ventilation. There was no patient involvement. Review of the provided log files confirmed occurrence of the reported issue. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.